Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screw driver was found to have broken off after going through the washer after a procedure. It is unknown when the tip broke off, but the tip was not seen on any x-rays taken during the time period when the driver was being used and there have been no reported patient impacts.

Manufacturer narrative:
The returned screw inserter was examined. The tip was found to have sheared off in a manner consistent with a torsion failure. The complaint is confirmed. The cause cannot be conclusively determined, however, an applied force that exceeded the mechanical capabilities of the device may have contributed to the issue. There were no manufacturing issues detected which would have contributed to this event.